Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery life was less than expected and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: a review of the pump black box revealed no evidence of a short battery life or drastic voltage fluctuations. There was a cs 177 (low battery alarm) observed. The battery life issue was unable to be duplicated. The pumps current draws were within specifications. The battery compartment was found to be cracked on the side extending from the threads to the case seal. There was no evidence of moisture observed in the battery compartment. The pump case was removed and there was no intermittent condition or moisture found inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display.